Event description:
"Physician inserted catheter into body, however he couldn't confirm the platinum marker under the fluoroscopy. He advanced the catheter a little, then the distal tip damaged the wall of vessel and spasm occurred". He subsequently pulled the catheter out of the body and he found the distal clear shaft missing. He did not notice the shaft had ripped when he removed the protective sheath.